Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) has an intermittent power and displaying "factory configuration not complete" error message upon power up was confirmed during functional testing and in the event log. The possible cause of the intermittent power and the error message was attributed to a loose umbilical connector cable during system power up that caused memory loss on the input/output printed circuit board. To resolve the issue, the console was recalibrated. Upon visual inspection the pump white rollers were damage. This observation are not related to the reported event. The thermogard is a reusable as well as serviceable device and was manufactured in december 2012. Therefore, these types of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. Evaluation of the console revealed "factory configuration not complete" error message during initial power up. The analysis of the event log revealed multiple mid27-3 (read cycle timeout) error messages on the reported event date. In addition, the event log displayed the tcmid:04 (ce response timeout) error message, unrelated to the reported complaint. Following the repair, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system had intermittent power. In addition, the console displayed "factory configuration not complete" error message and the user was unable to download the patient data. No other information was provided. No known impact or consequence to the patient.